Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon troubleshooting, fse checked the system and found that after starting the device, it was difficult to proceed from the first screen displayed. Some of the application files were damaged, hence the software was reinstalled. Fse also found that the power supply unit failed at the time of restart. To resolve the issue, fse replaced the pdu fan tray and dcps. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.